Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was depleting quickly resulting in pump shutdown. Customer's blood glucose was 476 mg/dl. Reportedly, customer continued using pump for insulin therapy.